Manufacturer narrative:
The reported event of sensing r-wave amplitude variation was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found an external insulation breaching the ring electrode, superior vena cava, and inner coil lumens proximal to the suture sleeve which is consistent with friction to device can. One superior vena cava ethylene tetrafluoroethylene (etfe) cable coating was abraded while the other cable was intact, and the polytetrafluoroethylene (ptfe) liner of the inner coil was abraded exposing the inner coil in this region. No ring electrode etfe cable coating was abraded in this region. The cause of sensing r-wave amplitude variation was due to the exposure of the inner coil at the abraded zone. Three external insulation abrasions breaching the optim sheath were also found proximal to the suture sleeve tie mark which is consistent with friction to device can. The silicone tubing was not abraded in these regions.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event.